Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high." The cause of elevated bg was unknown. Subsequently, customer was hospitalized. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer. System check performed by tandem technical support confirmed the pump was functioning as intended.